Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat in-stent restenosis of a previously implanted unspecified stent in the non-calcified, 70 to 75% stenosed, mid diagonal coronary artery. A 2.50 x 8 mm xience alpine stent delivery system (sds) was advanced slightly past the previously implanted stent, and then pulled back and positioned inside the previously implanted stent. During inflation of the balloon, the balloon ruptured when the pressure was at 7 to 8 atmospheres. The sds was removed from the anatomy and upon removal the distal struts of the stent were observed to be damaged. Some of the struts were pushed in and some were flared out. Since there was some resistance during repositioning of the sds, the physician speculated that the sds may have come in contact with the previously implanted stent during advancement damaging the distal struts and that one of the pushed in struts may have punctured the balloon. A new 2.50 x 8 mm xience alpine sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided. Returned goods analysis found that the that the stent implant was dislodged proximally 6 mm from its original crimp position. The account confirmed that they observed the stent had moved on the balloon when the sds was removed from the anatomy. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture, stent dislodgement/unstable, and material deformation were confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the device was used to treat in-stent restenosis. It should be noted that the instructions for use states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The investigation determined the reported difficulties appear to be related to use error as it is likely that resistance during repositioning of the stent delivery system within the previously implanted stent resulted in deforming the stent struts. The deformed strut was pushed in and punctured the balloon during inflation thus causing the reported balloon rupture. The stent likely interacted with the anatomy during removal resulting in the reported stent movement on the balloon. There is no indication of a product quality issue with respect to manufacture, design or labeling.